Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump was malfunctioning. No details were provided. Customer technical support made attempts to follow-up with the reporter for additional information and troubleshooting, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: no activity related to pi observed in black box or pump histories. The battery compartment is cracked along side of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.